Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A device history record (DHR) review for instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. The procedure was completed with no reported injury.